Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that there were two-oversend episodes. It is not known if there was a lead issue or loose connection on the ICD.